Event description:
During a follow-up call for this female peritoneal dialysis (pd) patient who reportedly experienced pain during treatment, it was reported by the peritoneal dialysis registered nurse (pdrn) that this patient was diagnosed with peritonitis. Additionally, the patient was admitted to the hospital on (B)(6) 2024 and had her pd catheter (not a fresenius product) removed. No further information was provided. Attempts to obtain additional information were unsuccessful.